Event description:
25g spinal needle broke when withdrawn out of the introducer needle. Introducer needle then withdrawn, and the rest of the spinal needle came out with the introducer. The rest of the spinal needle was intact. Manufacturer response for spinal needle, pecan pencil point spinal needle (per site reporter). Unknown.